Event description:
A doctor reported there was reflux at the tip and bubbles at the tip that lead to a retinal hole during the procedure. The case was completed with no delay. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).